Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On sept. 5, 2007, the lay patient contacted lifescan (lfs) alleging his one touch ultra meter read inaccurately. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said he obtained results of 41, 77, and 122 mg/dl on the reported meter within less than 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <=20% and/or <=20 mg/dl. The patient took his usual diabetes medication, glyburide 2.5 mg and metformin 500 mg. The patient said he felt "shaky, weak, drugged out" after the lfs product issue began. The patient went to an ER. He did not recall results obtained at the ER. He said he was treated with insulin at an unidentified time and date. The cca noted that the test strips were in good condition, were not expired, had not been open beyond the discard date, and had been stored correctly. Quality control testing was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges he received inaccurately erratic readings on the lfs product and took his usual diabetes medication. He claims he later experienced symptoms suggesting abnormal blood glucose level.